Event description:
It was further reported that the patient had been ill and had not had the device replaced yet. Additional information was requested.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: 2005 (B)(6), product typ extension, product ID 748940, serial# (B)(4), implanted: 2005 (B)(6), product typ extension, product ID 7435, serial# (B)(4), product typ programmer, patient, product ID 399930, lot# j0519564v, implanted: 2005 (B)(6), explanted: product typ lead. (B)(4).

Event description:
It was reported there was no stimulation sensation, and stimulation could not be adjusted with the programmer. The patient programmer appeared to be in "good working order." It was suspected the device battery was depleted based on length of implant. The reporter did not know when the patient stopped feeling the stimulation, but it was noted the patient fell the previous day. The patient had an appointment to meet with a medtronic representative on (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.